Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr was kinked and could not cross the lesion. When the burr had reached the front of the lesion, the physician stepped on the foot pedal but the rotation per minute (rpm) did not decrease. The physician pulled the rotalink but the burr remained in the lesion. The burr was removed using a non-boston scientific microcatheter. The procedure was completed with another of the same device. There were no patient complications and the patient was in good condition post procedure.

Manufacturer narrative:
Returned product consisted of the rotablator rotalink plus atherectomy device. The burr was not returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the burr. Functional testing was performed by attempting to rotate the drive shaft; the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues.

Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr was kinked and could not cross the lesion. When the burr had reached the front of the lesion, the physician stepped on the foot pedal but the rotation per minute (rpm) did not decrease. The physician pulled the rotalink but the burr remained in the lesion. The burr was removed using a non-boston scientific microcatheter. The procedure was completed with another of the same device. There were no patient complications and the patient was in good condition post procedure. The device was returned for analysis and the evaluation was completed on 04jul2022. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr was not returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the burr. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. The reported failure to cross the lesion could not be verified as the procedural circumstances were not able to be replicated. No other issues were identified during the product analysis.